Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's adaptive stimulation wasn't working as intended and was malfunctioning. The representative stated that 2-3 weeks ago the patient's position would show lying down when they were upright. A representative met with the patient who re-did the adaptive stimulation orientation and it was resolved at that time but the patient alleged the issue came back up shortly after meeting with the representative. The representative was advised to reorient the patient one more time, checking/double checking the positions were correct on the clinician programmer and the computer. The representative reported that the adaptive stimulation wasn't sensing mobility. They didn't want to reorient all positions and technical services reviewed how to change the mobility. The representative's tablet told them to increase it. Technical services sent an email to the representative to clarify that they needed to decrease it to make it more sensitive to pick up the patient's movements. No further complications reported. Additional information was received from the manufacturing representative (rep). It was reported that the cause of the adaptive stimulation position being displayed incorrectly was not determined. Rep reset the orientation and it seemed to work at the time and rep has not followed up with patient. Information has been confirmed by physician/ account. No patient symptoms or complications were reported in this event additional information received from the rep reported that the met with the patient to troubleshoot the adaptive stim being in the wrong position. It was reported that the ins pocket was loose and that the ins was moving in the pocket. The rep was able to change to change to upright, lying back, and reclining by palpating the pocket. It was reviewed that a surgical pocket revision could result in the patient being able to use the adaptive stim effectively. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that ever since implant, they have had issues with the adaptive stimulation not registering the correct body positions. Even though they have met with manufacturer representatives (reps) in the past for troubleshooting, the issue has not resolved. The patient was getting upset because they have turned off their ins and have not been able to use it because of this issue. No symptoms were reported. They requested to meet with a different rep for additional reprogramming since their next doctor's appointment wasn't scheduled until right before christmas, and they didn't want to wait that long. They were redirected to their doctor to schedule an appointment with a different rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's hcp suggested that the patient get a girdle, and that after that they would re-set adaptive stimulation. No further complications were reported.